Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received the actual sample and one unused companion sample for evaluation. Upon receipt, it was noted that the actual sample contained approximately 50 ml of fluid in the reservoir. The reported condition of a leak was confirmed emanating from the tubing near the distal luer. Visual examination of the unit noted that there was a cut on the tubing. The unused companion sample was functionally tested by manually filling the device with green-colored water to its nominal volume. During and after fill, no signs of leak were observed coming from the device. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units.

Manufacturer narrative:
(B)(4). The exact root cause of the cut on the tubing was not determined.

Event description:
Baxter received a report that an intermate started "spraying" out drug from the distal luer after the customer removed the blue winged luer cap. This event occurred before patient connection. Reportedly, the drug did not come into contact with the patient's skin. The device was filled with a 50-ml solution consisting of 326 mg of cubicin in normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.